Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as the model is unknown and no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown duration of implant due to unknown reason. The procedure was performed with a 26mm sapien3 ultra resilia valve. The patient postoperative condition was reported to be uneventful. The device was not returned for evaluation as it remained implanted. No further information was provided by the doctor, such as the model, serial number, implant duration, failure mode, patient information, or medical history.